Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while clipping the cystic duct, the device¿s clip did not hold tight, wherein the clips were too soft. The clips were able to disengage from the cartridge. And the clip cartridge was able to be properly loaded onto the handle. The clips were not able to form correctly. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one box of six devices. The cartridges were received sealed. Foil was inspected with light assisted microscopy with no abnormalities. No visual abnormalities were observed. Functionally; a pmv representative instrument was used for all functional testing. The cartridges were loaded into the pmv representative instrument, the firing handle was actuated multiple times, and all the clips formed properly onto the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while clipping the cystic duct, the device¿s clip did not hold tight, wherein the clips were too soft. The clips were able to disengage from the cartridge. And the clip cartridge was able to be properly loaded onto the handle. The clips were not able to form correctly. A new device was used in order to complete the case. No patient injury.